Event description:
Medtronic received information of a cardiac tamponade that occurred during a cryoablation procedure due to paroxysmal atrial fibrillation. Two ablations were performed in right inferior pulmonary vein. Tamponade symptoms appeared when preparing to ablate the right superior pulmonary vein. The patient recovered following intervention. Patient has been discharged from the hospital without any further complications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 990063-015 catheter; 3fc12 sheath; 39746534 catheter. (B)(4).